Event description:
It was reported that the touchscreen became shattered. Reportedly, the pump may have been sat on or pushed up against something to have caused the shattered screen. At the time of the initial report the pump was still functional. Customer's blood glucose level was not impacted. This event is being reported based on the evaluation of the returned device. During evaluation, the touchscreen was confirmed to be unresponsive to presses.